Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose level rose to 308 mg/dl while wearing the pod between 4 and 24 hours. When removed from the infusion site (arm), the pod's cannula was found bent. As treatment, the patient did not eat then gave themselves manual injections.

Manufacturer narrative:
The device was received with the cannula assembly fully deployed. The exposed portion of the soft cannula was observed to be damaged. It could not be conclusively determined when or how this damage occurred. All attempts to retrieve data from the pod were unsuccessful. Without the data, it could not be determined if the pod successfully delivered insulin. It was determined that the pcb suffered a short that prevented data from being obtained from the device.